Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic left colectomy, on the anastomosis, the device had an incomplete staple line and was fixed by re-stapled and resected. There was a blood loss of 100 cc. The operation lasted for 3 hours. A new anastomosis with a new was performed to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. The safety feature was broken. Further inspection of the anvil noted cross cutting staple line marks and imbedded staples on the mylar cutting ring. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.